Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The catheter was installed in the patient for more than 24 hours, when it was unexpectedly cut from the junction of the lines with the catheter.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There is no sample return for investigation only photo provided. However, in the absence of actual sample for investigation, further investigation could not be conducted to determine the root cause to the failure condition. Therefore, this complaint could not be confirmed.

Event description:
The catheter was installed in the patient for more than 24 hours, when it was unexpectedly cut from the junction of the lines with the catheter.